Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent, suture and pigtail straightener were returned with the original packaging. An evaluation was completed by futurematrix on (B)(6) 2021. The pigtail was observed to be broken off the stent at the ported hole. No signs of stretching or discoloration were noted. The outer diameter of the stent was measured with a laser micrometer and found to be 0.0921", the outer diameter was measured where it disconnected from the body and found to be 0.0924", the outer diameter of the disconnected pigtail measured 0.0920, the inner diameter of the tip measured 0.043" using a pin gage, the inner diameter of the stent at the location of the break measured 0.048" using a pin gage; all measurements were within specifications. A 0.038" guidewire was able to pass through both pieces which was within specifications. As no patient involvement was reported, the device was not used for treatment. As damage was noted on the stent, there is a relationship between the reported event and the device. A potential root cause could be, "inappropriate package design" a review of the DHR did not show any manufacturing issues or non-conformances that could have caused or contributed to the reported event; therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the bard ureteral stent shaft was found to be ruptured after opening the package. The outer package of the product was checked for integrity and no abnormalities were noted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard ureteral stent shaft was found to be ruptured after opening the package. The outer package of the product was checked for integrity and no abnormalities were noted.